Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy. Information was reported that the patient stated that her stimulation has been off since (B)(6) 2017 because she had a house fire and lost the patient programmer (pp) and ins recharger (insr). The patient said the stimulation turned off since then because she was unable to charge the ins without the insr. It was reviewed with the patient the ins is likely overdischarged and would need to be revived by a manufacturing representative (rep) at the healthcare provider (hcp) office once the patient receives a replacement insr. No further complications were reported. Additional information was received from a patient. It was reported that programmer and charger were destroyed in a house fire. Additional information was received from the patient. Patient reported that her implant had not been on in over a year and before it went off, implantable neurostimulator (ins) was malfunctioning. Patient stated they are looking for a new physician to see her regarding the malfunction. No patient symptoms or complications were reported in this event.